Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported controller issues. Caller stated that when they plug the controller into the ac power supply the controller screen comes on and displays the lock screen and the green light above the screen indicates that the controller is charging; however, when they unplug the controller from the power supply, the screen goes black and unresponsive. Caller stated that they had not been able to use the implanted neurostimulator because the controller would not charge and their implant was dead. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply. Caller reinserted the battery pack and confirmed the controller powered on and displayed the memory problem screen, but did not display any light above the controller screen. Caller reported no visible damage to the controller port, battery compartment or battery pack pins, or ac power supply pins. Caller confirmed green light on ac power supply. Caller inserted aa batteries and the controller did not power on. When caller plugged controller into ac power supply with aa batteries inserted, caller reported the screen powered on, but reported there was still no light above the controller screen. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back reporting same problem even after controller was shipped. Pt reports no damaged pins. Agent sent request to repair.